Manufacturer narrative:
Root cause investigation - the root cause of corrosion is exposure to high concentrations of chloride containing gas/liquid in a high temperature & high humidity environment. - analysis and investigations have been made to support this root cause: chloride salts identified on syringes. Feo + fecl3 identified on corroded needles. Significant smell of chloride of samplers with corroded needles. Literature investigation and experts statements. - by testing of reference samples, it has been concluded that exposure to chloride occurs after samplers have been shipped to (B)(4). - investigation of each step of the supply chain has been performed. - use of chloride containing gases has not been identified anywhere in the supply chain, and would not be present during normal handling/storage/shipping. Conclusion is that no systematic pattern of needle corrosion can be found. The corrosion is limited to a few needles of each lot, and will not be present during intended handling, storage and shipping.

Event description:
According to the complaint, the surface of the needle on a pico70 sampler is reported as being rusty. None of the pico70 samplers with rust on has been used on patients, all pico70 are still in sealed packaging.